Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/31/2020.

Event description:
It was reported to philips that the touchscreen was not working. The device was not in use at the time of the event. This issue was found during testing. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated the touchscreen was not working and requested the replacement part information to order a replacement. A good faith effort was made and the customer confirmed that replacement of the touchscreen resolved the issue. The device passed all testing and was returned to service.